Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: sold, sterile part: kit-impl p/syst p/col fémoral long-struc, part: 04.168.090s, lot: 6l00322, manufacturing site: grenchen, release to warehouse date: 11.sep.2019, expiry date: 01.sep.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Semi finished part, non-sterile: part: 60123890 (04.168.000), lot: 5l15885, manufacturing site: grenchen, release to warehouse date: 18.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on an unknown date due to re-fracture. Femoral neck system (fns) plate, bolt, screws, and antirotation screw were removed. This report is for a femoral neck system plate 1 hole ¿ sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sold, sterile part: kit-impl p/syst p/col fémoral long-struc, part: 04.168.090s, lot: 6l00322, manufacturing site: grenchen, release to warehouse date: september 11, 2019, expiry date: september 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Semi finished part, non-sterile: part: 60123890 (04.168.000), lot: 5l15885, manufacturing site: grenchen, release to warehouse date: july 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the neck fix plate 1-ho tan was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or defects with the complaint device. Investigation conclusion: this complaint is not confirmed as no issues were identified on the complaint device that would contribute to the adverse event. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).